Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during attempted implant, the left ventricular (lv) lead dislodged as the catheter sheath was being slit. The lv lead was removed and a replacement was not implanted. No patient complications have been reported as a result of this event.